Event description:
A pressure kit was set up on the pt and the pt was transferred to ICU. While in the ICU, the tubing at the bottom of the drip chamber disconnected from the unit. Fluid and saline poured onto the syringe driver directly below the transducer kit. A member of the ICU staff suffered electric shock as a result of the incident.

Manufacturer narrative:
Results - two used units and one rep unit were returned for analysis. A review of the device history record revealed no discrepancies associated with this incident. The first used unit was inspected and it was found that the tubing slipped out of the nozzle of the drip chamber. No detachment was observed on the second used unit and the rep unit. Conclusions - a corrective has addressed the following: 9/15/06 - the production associates were re-trained regarding visual inspection criteria for no gap between the tubing and the drip chamber. 9/18/06 - the supplier implemented 100% inspection for the first 3 lots starting september (after training) for no gap between tubing and dripchamber during their outgoing inspection as per the updated procedure to prove effectiveness of training. 12/6/06 - an on-site audit was conducted at the supplier location as a follow up for actions taken on the complaint. The audit outcome showed relevant actions had been taken. Add'l improvements are currently being implemented and are as follows: to implement a new cup for solvent which has a minimum mark for the solvent level of 14 mm, as of next production in january. To implement a work instruction to hold the tube to the dripchamber for 1 second, to avoid tube sliding back, as of next production in january. To change tube cutting system to allow a better rectangular cut - implementation by end of january.